Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that during implant, impedances of one side was measured to be too high. Impedances were measured to be over 40,000 ohms. The health care provider (hcp) tried cleaning the wires, readjusting the wires, and disconnecting and reconnecting the wires, but the issue did not resolve. The hcp thought there was an issue with the extension. The extension was replaced and impedances were measured to be normal. The surgery was then completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.